Manufacturer narrative:
The na electrode lot number is bgh79. The expiration date was not provided. The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; an abnormal aspiration alarm was noted. The field service engineer (fse) inspected the analyzer and determined that worn seals had caused the event. He was able to duplicate the event. He repaired the seals and performed ion-selective electrode checks, qc, and a 21-cup precision check with successful results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode assay results from two patient samples tested on the cobas pro ise analytical unit. Sample 1 the initial na result was 149 mmol/l. The repeat result was 141 mmol/l. Sample 2 the initial na result was 143 mmol/l. The repeat result was 131 mmol/l. The initial na results were flagged with delta checks in the middleware prompting the patient sample rerun. The repeat results were deemed correct as they matched the patients' previous histories.